Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height: 165cm. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the valve is blocked."

Manufacturer narrative:
Date device received/returned. Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - no significant deformations or damage of the valve was detected during the visual inspection. Manufacturing and quality control data - the valve was manufactured by a qualified employee. Deviations during assembly did not occur. The valve was sterilized and released for shipment after final inspection. Permeability- testing indicated that the valve was permeable. Adjustment - this is a fixed pressure valve. An adjustment test is not applicable. Braking force/function - this is a fixed pressure valve. These tests are not applicable. Results - testing was done as noted above. Finally, we have dismantled the valve. Inside the valve we have found a very slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.